Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient myocardial infarction, vascular dissection and unexpected medical intervention appears to be related to operational context. In this case it is likely that the reported patient myocardial infarction, vascular dissection and unexpected medical intervention are a result of the patient¿s disease severity combined and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H10: additional information was received related to previously submitted MDR. Cardiovascular systems incorporated has transitioned to a new complaint handling system and no longer has access to submit follow-up mdrs using esubmitter/webtrader. This MDR is being filed from our new system using the as2 gateway with reference to the previously reported manufacturer report number in h10.

Event description:
Following atherectomy, a dissection was noted proximal to the stent extending into the ostium across the aorta. Stent placement and balloon angioplasty were performed. The patient was stable. Additional information received following review from clinical events committee concluded that a myocardial infraction occurred during the procedure and orbital atherectomy was possibly related.